Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device was returned intact and undeployed. Upon removal of the slide lock, it was attempted to deploy the device. The handle was actuated, and no deployment occurred. It was also noted that when the handle was actuated no ratcheting was felt or heard. The handle was then opened, and it was found that the carrier mechanism was found to be malformed. This resulted in a rounded pawl (or latch), which prevents it from catching and ratcheting. Therefore, the reported event was confirmed. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that during angioplasty when attempting to release the device, the device was not released correctly and did not fire, and was stuck in the system. There was no need for additional interventions as the unreleased device was removed and was then replaced with a new device with correct release, after which 2 wrapsody stents were used. Therefore, there is no harm to the surgery or harm to the patient.